Manufacturer narrative:
The anesthesia system was investigated on site by our field service engineer. The reported failure was reproduced. The return gas tube connected to the multi gas monitor (gas analyzer) was exchanged. The problem was not reproduced after exchange of the return gas tube. The return gas tube was not returned for investigation. The gas analyzer is only used for measuring; therefore, a fault with the return gas tube connected to the gas analyzer would not cause a high pressure as was reported. The true cause of the reported problem has therefore not been determined. The anesthesia system was returned back to service and no further problems have been experienced with the anesthesia system. (B)(4).

Event description:
It was reported that in automatic ventilation on the anesthesia system, the peep (positive end expiratory pressure) increased for every breath. This was occurring during ventilation on a test lung. There was no patient involvement. (B)(4).